Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint. Vyaire received bellavista 1000e us main electronic assembly p/n 030.500.060 s/n (B)(6), epc s/n (B)(6),rev. A2 from mb209188 under rga 00090883. Original complaint, ¿blue screen¿. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was then installed on a test stand and powered on. Upon startup, the display showed the standard startup sequence as expected from the user interface controller (epc) with the ventilation controller (cfb) performing the self-test as usual (valves/blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. Zero pressure calibration, unit base level test, and circuit ¿e¿ test were performed and passed with no functional issues found. A check of the onboard power supplies found the values to be within specification and stable. The bellavista unit was cycled for four (4) plus hours with previous user¿s settings and functioned as expected with no alarms or warning messages. Power was cycled on and off 10 times and each time booted up and shutdown successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. Despite many tests performed on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation as well even though logs shows the failure and customer reported "blue screen" while they experienced this issue. Investigation will be continued under CAPA-000000994. The original complaint was confirmed, but not duplicated. The uut was tested and found to function to specification. The unit bellavista 1000e main electronic assembly sn(B)(6) will be placed on hold.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 ventilator displaying a blue screen with an error message "a problem has been detected and windows has been shut down to prevent damage to your computer" during setup prior patient use. Furthermore, there was no patient associated with the reported event.